Event description:
The customer reported that the 9800 system's power switch would not stay on. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The svc rep replaced the power switch. The system was tested and operates as intended.